Event description:
The problems are with freestyle libre 3 by abbott. My wife is currently pregnant and has been ordered by her endocrinologist to continually monitor her blood glucose levels by installing the freestyle libre 3 sensor on her arm. The sensor lasts 14 days before replacing with a new one. Every third sensor is faulty. I've reached out to abbott to replace faulty sensors several times and I'm tired of them bringing this product to market without thorough quality testing. I've even accounted for the 15-20% variance in blood sugar readings. Despite the variance, the product is heavily faulty. There are days when my wife's post meal blood glucose level would be 130 on a finger prick test, but the sensor would show a 180 and she would start frantically walking to get her blood sugar in control. There are also nights when our sleep cycles have been badly disturbed because the sensor would show a serious drop in blood sugar (read 30~50) and we would again frantically consume some sugar or chocolate to bring up the blood sugar. We understood later that the sensor was showing incorrect readings at night and stopped consuming additional sugar. Most recently, the sensor stopped working out of nowhere and I spent hours trying to understand the problem and on calls with abbott customer service. The service professional later determined that the issue had to do with my iphone and how after apple inc. Introduced ios 18, their app broke and hence the sensor stopped working as well. The problem was, abbott was about a year behind in keeping their app updated with the latest ios version. Nobody (neither the healthcare provider, the doctor nor the manufacturer) indicated that updating your phone would be a problem. Ever since we learnt that our phone was incompatible with the libre 3 app, we have been frantically trying to buy a new phone with an older operating system that might work with freestyle libre 3. The problems with this sensor are endless. As a tech savvy professional, if I find it hard to use the sensor reliably, I can only imagine the plight of those that are less fortunate to either afford the sensor or understand the usage of it. Please take necessary action. Freestyle libre 3 showed 155 and an actual finger prick test showed 117. This is wildly off!